Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in the last 5 days the device had to be changed 3 times, because the shaft came off the junction. No force was applied on the catheters. Thus, the catheters balloon was no longer inflated and slipped out of the abdominal wall. A change of the catheter is always painful for the patient. The bladder is now very irritated and there are severe bladder cramps. When the device came out the third time there were no available catheters in the home, so the patient had to be transported by ambulance to the urologist at the nearest hospital for device replacement.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that in the last 5 days the device had to be changed 3 times, because the shaft came off the junction. No force was applied on the catheters. Thus, the catheters balloon was no longer inflated and slipped out of the abdominal wall. A change of the catheter is always painful for the patient. The bladder is now very irritated and there are severe bladder cramps. When the device came out the third time there were no available catheters in the home, so the patient had to be transported by ambulance to the urologist at the nearest hospital for device replacement.